Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Conclusion: the complaint of "pt did not recharge" was confirmed. As received, the ipg was non-responsive as a result of being depleted for an extended period. Per the event details, the pt stopped charging her system over 8 months. Analysis confirmed user error. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg was no longer able to communicate with the charger. F/u identified the pt's scs ipg was replaced which resolved the issue.